Manufacturer narrative:
One medfusion pump was returned for analysis. The device was visually inspected and found to be in good condition but, the tamper seal was removed on the bottom case and plunger assembly. During the testing, the pump was showing the issue during the occlusion test. Customer's complaint of motor not turning was verified. Service replaced the motor assembly, worm gear, leadscrew and clutch halves. Service then replaced bottom case, right and left plunger cases, force sensor, plunger cable, stepper motor, and cable guard due to damage or missing. The problem source is the motor assembly and related components.

Event description:
Information was received that the medfusion pump motor not turning and might not infuse the right amount. No reported adverse effects.